Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2023; explant date (B)(6) 2026 brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2023; explant date (B)(6) 2026 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for the call was patient stated they had their device removed and put in a different company's device on (B)(6) 2026. The patient said the issue was that the device never did get much strength over on the right hand side of their body, but it hadn't been all that strong on the left side unless they had the stimulation turned up. The agent asked, patient said they did the trial and everything was fine, but when they took out the trial stuff and put the implant in, the stimulation had never been good on their right side.